Event description:
The customer reported the system would not produce fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor boards and connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service.